Manufacturer narrative:
UDI - not yet required. (B)(6). Device manufacturer date - 01/21/2016 through 01/22/2016. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the actual sample was separated at the base where the glue was applied. Further inspection of the cross section of the detached needle revealed strength was directly applied at the point and a partial section appeared to be stretched. Dimension testing was conducted on the returned sample and two retention samples and confirmed that both the returned sample and retention samples met specification. Strength testing was conducted on five retention samples and confirmed the samples met manufacturer specification. A review of the device history record and inspection record was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the available information, it is likely that the actual was subjected to a bending force when used. The potential for such an event is addressed in the instructions-for-use (IFU) with statements such as the following: "do not bend the needle prior to use, as breakage and possible patient injury may result". Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a needle break when using the dn-3021k device. Follow up communication with the user facility reported: the doctor gave the patient two doses of anesthesia when attempting to remove the patient's wisdom tooth from the back of the patient's mouth; two shots of anesthesia were made along a nerve in the patient's pharynx; it was noted shortly after that the needle detached from the hub as it was being removed from the patient's mouth; the damaged needle was found to be bent and remained in the location where the second shot was injected; the doctor urgently requested radiology department to have this patient examined by x-ray; the doctor then succeeded to remove the damaged needle; it was reported that the patient's health condition was fine and non-critical afterwards; the initial procedure was reported to be successful; and the patient was reported to in his 20's.